Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported conditions were not confirmed. The device was detected by both generators. It was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactory and end tones were heard indicating completed activation cycles. The knife cut of the device was tested on a silicone test strip with acceptable results. The knife blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife was inspected under magnification and no damage to the blade was observed. No fault was found. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device cutting was not clear after sealing, when checked the blade was missing. Another device was used to complete the case.